Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed, the implant failed. The device will be forwarded to the manufacturer for investigation. Mobility, inflammation, bleeding and hypersensitivity were present at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that four months after the dental implant was placed, the implant failed. The device will be forwarded to the manufacturer for investigation.